Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The caller was provided with information on how to reset the pump and was assisted in doing so by technical support. After the reset, the malfunction code did not recur, and the customer was informed that they could continue using the pump. They were also advised to call back if any malfunction code reappeared, which the caller acknowledged and understood.